Event description:
The customer reported intermittently the system failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The computer needs to be replaced. The reported issue is currently under investigation.